Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2011. Subsequently, patient alleges pain and instability. Patient underwent a manipulation procedure on (B)(6) 2011 due to pain and stiffness. A revision procedure has been indicated; however, no revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain."